Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) was inconclusive (reference: MDR number 3006260740-2019-00001).

Event description:
Per biomed, probe shows raining image during all settings.

Event description:
Per biomed, probe shows raining image during all settings.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe shows raining image during all settings was confirmed. The root cause of the failure was identified as a probe failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(6)) was inconclusive (reference: MDR number 3006260740-2019-00001).